Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the pouch broke while trying to retrieve the gall bladder. No part of the device fell into the patient. There were no patient consequences reported.